Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose of up to 380 mg/dl. Her nurse advised her to disconnect from the infusion device and to inject insulin via syringe. Her blood glucose lowered to 149 mg/dl and then 61 mg/dl. The pt stated insulin was leaking at the luer connection and there was blood in the infusion tubing. She changed the infusion site and tubing. Further troubleshooting did not reveal any issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.